Event description:
Incident occurred with a (B)(6) old vent-dependent infant with a mic-key* low-profile gastrostomy feeding tube. It had only been in for 7 days, when the registered nurse noticed it had become dislodged. The tube was found out of the patient and its balloon was deflated. Upon inspection, a hole was noted in the balloon.